Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.

Event description:
It was reported that the pt never felt their stimulation post operatively. It was not known if the cause was due to the neurostimulator or the lead. The physician decided to explant the device and replace with a new device system. The pt was reported as doing well.